Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt has two leads from the same lot number. It was reported the pt had ineffective stimulation due to lead migration. The physician the leads on (B)(6) 2013, and the pt reported effective stimulation postoperative.